Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. To address the reported malfunction, the fse replaced the safety disk ((B)(4)). The fse also replaced the ac power cord ((B)(4)) at the customer's request. The fse performed the leak test, multiple autofills, and a pumping test without any issues. The fse performed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Type of investigation not yet determined: no repair information has been provided at this time.

Event description:
It was reported that during a daily routine check while pumping was started after automatic filling, the peak of the balloon internal pressure waveform on the cardiosave intra-aortic balloon pump (iabp) was observed to gradually become smaller. Catheter inspection was required. After restarting, an automatic filling error occurred with a different symptom. The end user tried several times but the issue did not improve. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during a daily routine check while pumping was started after automatic filling, the peak of the balloon internal pressure waveform on the cardiosave intra-aortic balloon pump (iabp) was observed to gradually become smaller. Catheter inspection was required. After restarting, and in order to complete autofill, several attempts to apply negative pressure were made. Reportedly, as the compressor speed would not be raised and k7 valve had been opened remaining low-revolution speed, deep vacuum check failed and autofill failure recurred. The end user tried several times but the issue did not improve. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d10, e2, g3, g4, g7, h2, h6 (medical device - problem code), h10, h11. Corrected fields: b5, e1 (initial reporter), e3, h3, h6 (type of investigation). Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. At this time, repairs are ongoing. A supplemental report will be submitted when additional information is provided.